Event description:
Additional information was received that another high out of range shock impedance measurement was detected by this ICD. This is an ongoing issue. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered a latitude red alert to be declared due to a high out of range shock impedance measurement. The right ventricular lead is a competitor lead. All other measurements are normal and within range. The pacing system remains implanted with no programming changes. No adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.